Event description:
The customer alleges that the unit would not turn on. No report of a patient injury or harm.

Manufacturer narrative:
(B)(4). A device history record (DHR) review was performed and there were no issues found that could relate to the reported complaint. The sample was returned for evaluation. A visual exam was performed and no issues were observed. Functional testing was performed and the unit failed the initial power connect test. This initial power fail condition is usually indicative a defective power supply pcb (printed circuit board). The power supply pcb was removed from the unit and a known functioning power supply pcb was installed. On the second attempt the unit passed the initial power connect test. The unit also navigated through the power-on self-test (p.o.s.t.) With no issues. During the temperature display accuracy test the unit displayed the correct temperatures and properly alarmed in the high temperature scenario. Based on the investigation performed, the reported complaint was confirmed. The power supply pcb that was removed was well out of warranty and was defective. A CAPA has been opened to address the issues with the power supply pcb.

Event description:
The customer alleges that the unit would not turn on. No report of a patient injury or harm.

Manufacturer narrative:
(B)(4). The investigation is incomplete at the time of this report.